Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss)confirmed the server remained offline. The tss confirmed with customer that esxi showing ip as 0.0.0.0, preventing remote access; customer it team identified this following a server room overheating incident that likely caused configuration corruption. Issue has since been resolved with the dell server restored, connectivity reestablished between cerner, cce, and es, and message flow verified with no current issues. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, system server was down. Customer reported that the cerner server went down and is currently on backup, while stations remain operational but are not receiving new patient/orders, and users are also unable to log in to the desktop. However, there were no delay or adverse events or injuries reported based on this event.